Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date. The customer¿s blood glucose was 259 mg/dl. The customer reported that the insulin pump was already rewind. The customer was in the hospital for 12 days and had not used it for 2 weeks and then it was without a battery. The customer was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.